Manufacturer narrative:
Correction info: based on further review, it was noticed that unexpected post-op refraction code was not captured under section h6: health effect in the initial MFR# 2648035 - 2021 - 07895. Therefore, h6: health effect: clinical code is now populated to reflect the correction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth, weight, ethnicity: unknown/not provided. The intraocular lens (iol) is not returning for evaluation as it was discarded, therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model zxr00 intraocular lens was explanted/exchanged from the patient's eye in a secondary surgery due to poor range of vision, blurry vision, severe glare and halos, unable to refract to good visual acuity (va), but shows potential on ph (pinhole). At explant, an incision enlargement was required, but no vitrectomy or sutures. The explanted lens was discarded. Visual acuity pre-operative: 20/30. Visual acuity post-operative: 20/70. No other information was provided.